Event description:
Smj#cffj022. After connecting an automatic cuff pressure gauge with a tracheostomy tube (product 1) at a periodic replacement, the customer started to use it. After that, the gauge issued an alarm. They thought it was caused by more amount of sputum having been secreted than usual. However, the gauge diagnosed there occurred an error in the product 1 during all that time when air was being put in it. So the customer tested another new tracheostomy tube (product 2) and no anomaly was detected. They then replaced the product 1 with the product 2 and no failure was observed in it. After that, the customer checked the removed product 1 for anomaly and air leakage was detected in it. No patient injury.

Event description:
Information was received indicating that air leakage occurred to a smiths medical portex blue line ultra tracheostomy tube. It was reported that the cuff pressure gauge was used after initiation of use and an alarm was issued. The gauge was reported to then be tested on another trach tube with no issue. Subsequently, the tube was changed out with no further issues. The leak was reported to be observed following removal. There were no reported adverse patient effects.